Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that it is unknown what interventions were performed to resolve the infection prior to device explant. No further complications are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported the patient's battery was explanted due to a wound infection at the implant site. It was indicated there was not more than 50% symptom reduction. It was unknown what troubleshooting was performed and the cause remained unknown. No further complications were reported/anticipated.